Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What tissue location was the suture placed? How was the suture placed, interrupted or continuous? How was the suture initially tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the sutures pulling out of the tissue? What was the appearance of the suture on (B)(6) 2018? Was medical or surgical intervention performed after the wound split on (B)(6) 2018? Please describe. Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is the patient¿s current status?

Event description:
It was reported that the patient underwent re-suturing procedure on (B)(6) 2018. On (B)(6) 2018, the patient's wound split. The healthcare facility opined that the suture was absorbed earlier than expected. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2018. Additional: an unopened sample of product code w9923, lot aj7948 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area of needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or anomalies were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.